Event description:
Locking peg would not engage variax distal radius locking plate. Also, the locking peg was removed and a non-locking screw was implanted.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.